Event description:
It was reported that the device longevity was compromised due to high pacing outputs. The battery longevity was less than expected. The device was removed and a new device was implanted. It was further reported that the right ventricular (rv) lead had high pacingcapture thresholds. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sedr01 ipg implanted: 2009-(B)(6). (B)(4).